Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The following information was reported: the lock pericardiocentesis catheter set was used. As the physicians were pulling the wire out of the pigtail catheter after being placed in the correct position, the wire began to get a thinner caliber (frayed) and coiled. Part of the wire broke. It continued to stretch and they stopped when they met resistance and found part of the wire broke. It was being held together by the small thin coiled wire. They opted to remove the pig tail catheter and wire to place a new chest tube using a new set. A chest x-ray was also done to confirm placement and to make sure no foreign body was found inside the patient. No parts of the device remained in the patient. There were no addition affects to the patient reported.